Event description:
An Impella 5.5 was inserted via the left axillary/subclavian surgical arterial approach in a 36-year-old male patient for heart transplant rejection. The patient¿s clinical state prior to initiation of support was reported as Society for Cardiovascular Angiography and Interventions (SCAI) Stage D cardiogenic shock. Prior to Impella 5.5 placement, the patient was receiving veno-arterial extracorporeal membrane oxygenation (VA-ECMO), inotropic support, vasopressor therapy, and mechanical ventilation for respiratory support, consistent with severe underlying cardiac dysfunction and critical illness.On day 9 of support, it was reported that the patient experienced a stroke (cerebrovascular accident). The specific stroke subtype, anatomical location, etiology, and diagnostic findings were not reported. At the time of the event, the patient remained supported with both VA-ECMO and Impella 5.5.Available hemodynamic parameters included a mean arterial pressure (MAP) of 78 mmHg, suggesting preserved systemic perfusion pressure and not indicative of profound hypotension at the time of the event. Central venous pressure (CVP) ranged from 12 to 18 mmHg, consistent with elevated filling pressures and ongoing severe cardiovascular compromise. There was a noted PTT of 32, this is unknown if this was in the recommended range of a corresponding Anticoagulation Time (ACT) of 160 seconds to 180 seconds. No further information was available at the time of reporting. No intervention or treatment for the stroke was performed per family request. The patient remained on Impella 5.5 and VA-ECMO support at the time of reporting.Stroke is a known potential adverse event in critically ill patients receiving mechanical circulatory support and may be influenced by multiple patient-related and treatment-related factors, including cardiogenic shock, heart transplant rejection, extracorporeal membrane oxygenation support, anticoagulation management, severe underlying cardiac dysfunction, and critical illness. Although a direct causal relationship between the Impella 5.5 and the reported stroke cannot be established based on the available information, a device-related contribution cannot be fully excluded due to the limited anticoagulation information while on support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.